Manufacturer narrative:
Complainant was offered a refund as well as the removal of the device. It was explained that the "halo" rail is not compatible with the device. The complainant and complainants daughter have declined the reimbursement and removal of device. They have decided to continue the using the device.

Event description:
Bed base was purchased (B)(6) 2017 and was delivered to (B)(6) living facility (B)(6) 2017. Complainant's daughter (B)(6) called on behalf of the complainant, she states that at the time of purchase the sales representative confirmed the "halo" type of side rail used by her father would be compatible the craftmatic adjustable bed purchased. When the device was delivered the complainant and his daughter, (B)(6) was informed that the device was not compatible with the "halo" rail. Complainant's daughter states mr. (B)(6) fell out of bed and 911 was called to his assisted living facility. (B)(6) was unable to provide the exact date of the incident. Mr. (B)(6) did not sustain any serious injuries, per his daughter (B)(6). They have decided to keep the device.